Manufacturer narrative:
The insulin pump had operating currents within specifications. No unexpected battery out limit alarms were noted. Unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.